Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was having an increase in pain and most of her pain was down the right side of her leg and the burning has increased. The needles have been increased and when she lays on her right side it (stimulation) shuts off. The doctor suggested to the patient about a month ago that they have reprogramming. The patient did not have her patient programmer with her at the time of the call and was going to call back to see if any adjustments could be made over the phone. The patient said if adjusting her settings doesn¿t resolve the issue, she would contact their doctor. No additional complications were reported/anticipated.